Manufacturer narrative:
Device monitored for several days. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected e or a alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had error codes. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that they had to replace battery twice in a week. The insulin pump will not be returned for analysis.